Manufacturer narrative:
The subject device was received and evaluated. Device evaluation and inspection, the following findings were noted: a break found in the forceps wire due to an external factor. The customer reported issue was confirmed. The play of the angle knob is out of the normal state due to the extension of the angle wire. The bending angle is insufficient due to the elongation of the angle wire. Scratches on the insertion part bending tube observed due to external factors. Wrinkles in the insertion part due to external factors observed. The curved rubber adhesive was found missing in addition, the adhesive part of the lighting lens found peeled off. Water tightness not maintained due to wear of the u / d (up/down) knob. Scratches on u/d knob, ud angle fixing lever, switch box, universal cords, operation part side of the universal cord part and scope connector due to external factors. Dirt on the operation part that is difficult to remove due to handling (insufficient cleaning). The forceps stopper found scraped due to an external factor. Based on evaluation findings, the failures found could be likely attributed due to external factors, use handling issue. Investigation is ongoing. This report will be supplemented accordingly following investigation.

Event description:
Customer reported with an issue of the wire broke. The issue was found during an unknown event. There is no patient harm or injury reported due to the event. No user injury reported. Device evaluation found the adhesive part of the lightning lens of the device were peeled off. This report is being submitted for adhesive part of the lightning lens were peeled off found during device return evaluation.

Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer's final investigation. Correction to the initial medwatch. The aware date should be 13-feb-2022 a review of the device history record found no deviations that could have caused or contributed to the reported issue. It has been over 4 years since the subject device was manufactured. Based on the results of the investigation, the cause of the reported event adhesive of light guide lens was peeled off by stress of repeated use, external factors, or handling. Olympus will continue to monitor field performance for this device.